Manufacturer narrative:
E1: initial reporter first name: (B)(6). H6: the device was manufactured between 03aug2023 and 04aug2023 h10: six devices were received for evaluation with a small amount of fluid inside a bag that contained the unit. When the units were removed from the bags, the cause of leak inside the bags was found to be untightened winged luer cap. Inside each bag was a blue plastic clamp. However, the clamp was not closed on the tubing line of the folfusor units. The clamp is not a baxter product. The winged luer cap was examined under the microscope for surface roughness inside the cap that may have contributed to leak; however, no evidence of surface roughness was found inside the winged luer cap. A functional leak test was performed by filling the device with green colored water. After fill and prime, to ensure the blue cap was securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified in all six units. The cause of the condition was due to a user error by not tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported six (6) large volume folfusors leaked between the flow restrictor and the blue winged cap. The devices leaked inside the cover bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.